Manufacturer narrative:
No unexpected error message or button error alarm noted. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received coding error and had to restart bolus multiple times because button did not respond. The customer also reported that the time advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.